Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment on (B)(6) 2022 and may have developed paradoxical hyperplasia (pah/ph). Patient reported "area got bigger, little bit like fat pockets and uneven" on the abdomen (around belly button) with their unknown applicator for an unknown coolsculpting system post treatment. Later, patient reported "the treatment did not work and more fat came to the area and is not able to go away. The fat area seems to be the literal shape of the device used. I have spoken to the provider's and the provider's told me pictures of the area shows it worked and that maybe I need skin tightening.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if additional information is obtained.